Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d8, h2, h4, h6, h11 corrected fields: h11 the device was not returned to olympus for inspection, and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. Customer asked if field service engineer could be dispatched for troubleshooting. Tac informed the customer that we usually do not recommend fse dispatch for these monitor displays issues are not field repairable, unless specifically requested by the customer and a po is provided. Customer stated that they troubleshot over 1-hour with the monitor using different cables and video inputs, and the results were the same, and reverted back to using their old non 4k monitors and the monitor was no longer being used or attached to the tower as the slave monitor. Tac informed customer that this must be returned to olympus using RMA and informed customer that an RMA needs to be setup using ss line. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced that the monitor is flickering intermittently. The issue occurred during an unspecified procedure. There were no reports of patient harm.